Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mid left anterior descending artery. A 3.00x38mm promus element¿ plus stent was advanced and deployed in the lesion. After stent implantation, post dilation was performed using the stent delivery system (sds) balloon. The sds balloon was inflated to 10 atmospheres however a vessel dissection was noted distally. A 2.5x16mm promus element¿ plus stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).